Manufacturer narrative:
Device is combination product. Device evaluated by MFR: he complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06937 and 2134265-2016-06939. It was reported that stent dislodgment occurred. The two 2.50x12 synergy ii drug-eluting stents came off the delivery system balloons and the 145, 5-in-6 guidezilla¿ guide extension catheter was broken inside the guide catheter. No patient complications were reported.